Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 152439: 25 items manufactured and released on 02 november 2015. Expiration date: (B)(6) 2020. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully.